Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, during troubleshooting the cause of the alarm was found to be loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that one of the supply bags fell off due to loose connection. The patient would use manual supplies to finish therapy. Proper procedures were reviewed per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.